Event description:
It was reported that during a coronay stent procedure, the stent dislodged. Due to the ostial disease in the rv branch and because the pt has had significant symptoms from this in the past including congestive heart failure, the physician attempted to place an express2 16mm x 2.25mm stent. Because of significant calcification in the right coronary and because of the previous stent, it was very difficult to move the stent down through the proximal mid rca into the rv branch. Multiple attempts were made, however the stent was not moving distally. As the physician tried to pull the stent delivery system back into the guide catheter, the stent dislodged in the aorta. The physician removed the entire system and was unable to locate the stent. A repeat fluoroscopy showed the stent at the right brachiocephalic artery right at the bifurcation of the subclavian and internal carotid. A snare was used in an attempt to snare the stent. Multiple attempts were made to dislodge the stent. A cardiovascular surgeon was consulted and recommended not taking the pt to surgery. The surgeon recommended managing the pt medically.